Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified errors that resulted in software resets performed in an attempt to correct an identified inconsistency. The errors were recorded on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The three faults resulted in the device reverting to safety mode. Next, the battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The cause of the high resistance within the cell has not been determined; however, this likely resulted in the device reverting to safety mode operation. This event was communicated to our manufacturing, design, and test engineering teams and we will continue to monitor field reports for similar findings.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode. Subsequent interrogation via the remote monitoring system and an in-clinic programmer revealed that the crt-p was operating in back-up safety mode. The patient was hospitalized, and non-syncopal asystole was observed prior to the explant procedure. The device was successfully explanted and replaced and is expected to be returned to boston scientific for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode. Subsequent interrogation via the remote monitoring system and an in-clinic programmer revealed that the crt-p was operating in back-up safety mode. The patient was hospitalized, and non-syncopal asystole was observed prior to the explant procedure. The device was successfully explanted and replaced and was returned to boston scientific for laboratory analysis. No additional adverse patient effects were reported.